Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had a seizure the previous week and was uncertain of what caused it. He stated that he woke up in the emergency room. The blood glucose had dropped as low as 25 mg/dl. He stated that he had bumped his head. Nothing further was reported.